Manufacturer narrative:
(B)(4). Batch # unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information received: the staples were wholly unformed during use. At first, this operation was laparoscopic sigmoidectomy, then the surgeon changed the open surgery. The sales rep did not why the procedure was changed, but it was not related this trouble. The surgeon had already opened when he used the device on single stapling. The surgeon checked the washer was cut and two donut rings. He noticed the opened anastomosis when he removed the device. The surgeon used the replacement and anastomosed again. The patient is stable. The following is the surgeon¿s comment. Though, I closed the device with the middle line in indicator, the stapling was malformed. I understand the company gave warning to use this device and agreed with this risk. The staples were wholly malformed during use. Another device was used to complete the case. The staples were wholly unformed during use, and oozing occurred. The device was used on the colon. The indicator was placed at the middle of the gap setting scale at the firing. There was a feedback of breaking the washer. The donuts were created properly. The amount of the oozing was unknown, but no blood transfusion was required. The target tissue was clamped with forceps, and another device (cdh29a) was used to re-anastomose to complete the case. The procedure was converted from laparoscopic to open procedure in the middle of it. Additional information received, and requested: can you please confirm if the surgeon believes the procedure was converted to open as a result of the alleged issue with the device? No. The sales rep did not why the procedure was converted to open, but it was not related this trouble. The surgeon had already opened when he used the device on single stapling.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the staples were wholly malformed during use. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch # r5aw6v. Investigation summary: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was not present and there were no staples present. No washer was returned for analysis, but the manufacturing batch information was reviewed. It was confirmed that the device was manufactured within the bounding time period of the field action, however because washer was not returned we cannot confirm if the device exhibited behavior associated with the field action. The device was reloaded with staples, a new washer was placed on the device and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.